Event description:
It was reported that the patient was admitted on (B)(6) 2013 to the intensive care unit (ICU) at the university of minnesota with a lateral sacral artery bleed. It was also reported that there were no known issues during the implant procedure of the implantable neurostimulator (ins) on (B)(6) 2013. It was unknown as to any testing that had been performed on the patient since admission to the hospital. Per the patient¿s physician, it was not thought that the bleed was not related to the implant of the ins or lead components. When contacted for follow up information, it was reported that the patient was still in the ICU with no other information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0dv2s, implanted: (B)(6) 2013, product type: lead. (B)(4).